Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed no device found message, worn donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that last friday, about 2-3 minutes after they started charging the implant, patient felt that they were being burned. Patient mentioned that the tip where the wire goes into the paddle was really hot. Patient mentioned that there were no wires exposed. Patient confirmed that they didn't get burned, but could've been if they didn't take it out soon. Patient mentioned that the battery was out since friday and they're starting to feel pain now. Agent sent a request to repair to replace the recharger.